Event description:
Customer reported tubing leaked from the pump segment. Per the user, the leak occurred on the section of the tubing just below the blue port (the stretchy section which was encased inside the pump), and began to drip from the machine onto the floor in the pt's room. No pt harm reported. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). Pt information requested and all available information is included. This report was filed by the manufacturer. Product was evaluated and customer's complaint of leak from the drip chamber was not confirmed. No root cause was identified because no fault was found with the set. The set was visually inspected under a microscope, no anomalies were identified. Functional testing was performed and leakage was not observed anywhere on the set.